Event description:
Customer tested blood glucose and received a result of 374mg/dl, they gave themselves insulin based on the result. 30 to 45 minutes later they crashed and were unresponsive. They were given a glucagon shot and some juice to drink. A request was made for the return of the suspect device and replacement product was sent.